Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had inaccurately high control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred during the evening of (B)(6) 2017. At this time the patient obtained a control solution reading of ¿154mg/dl¿ on the subject meter. This falls out with the control solution range of "102-138mg/dl" for this strip lot. The patient manages their diabetes by self-adjusting their insulin dosage and had stated that they made no changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that half an hour after the alleged product issue occurred they developed the symptoms of ¿shaky and not feeling well¿; however, did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that the correct control solution was being used, the patient¿s testing technique was correct and the control solution had not expired. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high control solution results on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.